Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted upgrade, access was extremely tortuous putting a lot of pressure on the leads in the veins. The right ventricular (rv) lead was successfully placed, however the helix would not extend. In addition, the existing right atrial(ra) lead was explanted, however the helix would not retract fully. The rv lead was explanted and replaced successfully. The ra lead was removed and not replaced. No patient complications have been reported as a result of this event.